Manufacturer narrative:
The device in question was returned to co in a dry condition which may affect the test results. Co is unable to verify this customer's complaint.

Event description:
This valve has been implanted in the pt since 1990. However, the shunt failure was found in sept this year.